Event description:
Clinical study. Same case as 6000093-2007-00845, 6000089-2007-00607. It was reported that 411 days after a coronary drug eluting stenting treatment procedure, the patient experienced restenosis of the taxus stents. The lesion treated in the index procedure was located in the distal right coronary artery (dist rca). The physician treated the lesion with placement of 3 taxus express study stents (3.0x20, 3.6x12 and 3.5x20). At 411 days after the initial procedure, the patient was diagnosed with restenosis in the dist rca of the three taxus stents. The patient was asymptomatic. The device relationship is not stated.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.